Event description:
It was reported that during an embolization treatment, the coil prematurely detached within the microcatheter. The microcatheter and coil were withdrawn together successfully. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that during an embolization treatment, the coil prematurely detached within the microcatheter. The microcatheter and coil were withdrawn together successfully. No patient harm or injury was reported.

Manufacturer narrative:
Investigation findings items returned for evaluation: -pusher -implant -introducer items not returned for evaluation: -dispenser hoop -shrink lock -microcatheter -v-grip the visual analysis of the returned items found the pusher returned with no implant attached, and the pusher heater coil showed signs of activation using a detachment controller . The implant was found to be separated from the pusher, exhibiting damage and stretching at the proximal end, and was stuck inside the introducer. The investigation of the pusher found the monofilament broken, indicating that the device experienced a tensile break. Investigation conclusions investigation conclusion the investigation of the returned coil system found the implant damaged and stretched at the proximal end and separated from the pusher. The pusher¿s heater coil showed signs of activation using a detachment controller. However, the investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation so the investigation could not determine if it had caused or contributed to the reported complaint.